Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the buffer valves to resolve the issue. The fse verified analyzer resumed normal operation. Section age or date of birth, weight and ethnicity: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for ion selective electrode (ise), which includes sodium (na), potassium (k) and chloride (cl) on cell 2 of the au5800 clinical chemistry analyzer. The high results were not reported out of the laboratory. The customer repeated the patient samples and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided example of patient results for five (5) patients.